Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex shield embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouch. The pipeline flex was returned stuck within the marksman catheter. ¿ damage location details: the pushwire extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~39.5cm from proximal end. In addition, the catheter body was found to be accordioned from ~31.5cm to ~28.0cm from distal end. The marksman catheter distal marker/tip was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire ans braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield and marksman catheter were confirmed to have resistance as the pipeline flex shield and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the marksman catheter against resistance. However, based on the analysis finding, the pipeline flex shield could not be confirmed to have failure to open at middle section as the missile section of the braid was found to be fully opened and no damage however, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. The marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate, and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that lesion characteristics include: aneurysm at c5 of the internal carotid artery. Vessel tortuosity was minimal. The patient is recovering well after the surgery. No patient symptoms or further complications were reported as a result of this event. There are no procedural / post-procedural imaging (CT, angio, etc.) Available. The cause of the stiffness was not determined. The resistance was located in the middle and distal section of the catheter. There was no kink/damage to the catheter observed after removal. The observed damage to the pipeline was deformation at the tip end and an incompletely opened state. A phenom27 catheter was used, lot number 230663927. The tip of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open. It was located in the straight section of the blood vessel. There were additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230663927); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c5 segment aneurysm with unknown diameter. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with unknown diameter. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that due to the relatively large diameter of the vessel at the proximal anchoring point, ped2-500-20 was selected for implantation. After adequate hydration, ped2-500-20 was delivered into the phenom27 stent catheter. During the process of pushing the stent into the catheter, it felt very stiff and the movement was not smooth. After the stent reached the m1 segment, the microcatheter was withdrawn, the stent was deployed, and the tip was exposed 10-14 mm. After waiting for 3 minutes, the tip could not open normally. Tried to retrieve it to 7-8 mm, and then pushed the stent to increase the tension, but the tip still could not open normally. The stent was retrieved and re-deployed twice, but the stent tip still failed to open properly. Damage to the stent tip was suspected. Considering that repeated attempts could easily damage the intima of the patient's blood vessel, the stent was withdrawn. It was discovered that the stent opening was very narrow, not the normal 5mm diameter opening, rendering it unusable. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 5f115 guide catheter